Event description:
Per the implant records, the patient's groins were both prepped and draped in the usual sterile fashion. Using seldinger technique and fluoroscopy, a cannula was inserted into the right femoral vein and a guidewire was then positioned into the inferior vena cava (ivc). An inferior vena cavagram was performed demonstrating the junction of the iliac veins into the inferior vena cava which appeared to be normal. The junction of the left renal vein was also identified. The trapease ivc filter was then placed through a sheath and deployed at the top of the l2 vertebral body which was approximately 2 cm below the junction of the left renal vein. The patient was then transported to the post anesthesia care unit in satisfactory condition. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and occlusion of the ivc, becoming aware of these events approximately sixteen years and two months after implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed in an infrarenal position. More than sixteen years after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿occlusion¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, possible procedure complications include, but are not limited to occlusion of small vessel. Occlusion within the inferior vena cava (ivc) does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion.